Manufacturer narrative:
See d4 lot number and expiration date. Complaint has been evaluated and is similar to previous report number 1644408-2021-01001; 114800, s802 - device failed, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to implant failed.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.